Manufacturer narrative:
A scheduled ipg explant was reported to abbott but the representative was not present during the explant. No complaint reason was given for the explant. The device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempt was made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32116. It was reported the patient underwent surgical intervention wherein the entire system was explanted for an unknown reason.